Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure mode description: flow sensor calibration failed. Failure effect: medium priority alarm. Root cause: rinse flow block and pressure sensor assembly. Correction: pressure sensor assembly and rinse block replaced .

Event description:
The following was reported to hamilton medical ag; detailed complaint and failure description: during testing the ventilator alerts 'turn the flow sensor'.